Event description:
Our rep is reporting the following to us: during a knee procedure, the distal portion of an intrafix sheath inserter broke off in the bone tunnel. The fragment was retrieved and they are reporting no patient consequences. The device has been in use for >4 years and has seen heavy utilization. Complaint device discarded at user facility.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. It is reported that the device has seen heavy use for over 4 years; outside of associating fair wear and tear through age/usage to the root cause for the device failure, we cannot discern any other reason for the failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.